Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: sagittal balance of thoracic lordoscoliosis: anterior dual rod instrumentation versus posterior pedicle screw fixation (schmidt, c) 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: sagittal balance of thoracic lordoscoliosis: anterior dual rod instrumentation versus posterior pedicle screw fixation (schmidt, c) 2011. Clinical findings determined by medical safety and complaint management: n=1 respiratory insufficiency.